Event description:
The pump was returned for investigation. Investigation revealed that the battery cap height and width were out of specifications. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the black box recorded multiple power on resets. Battery compartment was cracked in two separate places. The battery cap threads were stripped and the height and width of battery cap were not within specifications. The pump was unable to maintain power with cap. The keypad was torn around the ok button and all buttons were responded appropriately. The keypad symbols were worn. Unrelated to the complaint, evaluation revealed a cracked and scratched display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. (B)(6).